Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2018 experiencing pectoral stimulation. The patient stated that the stimulation had begun on (B)(6) 2018. Upon interrogation, the stimulation was coming from the right ventricular lead. It was discussed that it was possible that there was an insulation issue with the lead which was leaking current and causing stimulation. The patient had no history of fall or blunt force trauma to the pocket area. The patient would continue to be monitored. No further information was received.